Event description:
A homecare provider stated that their patient informed them that the power cord of their hc604 CPAP humidifier had melted and burned out where it connects to the unit. There was no patient injury.

Manufacturer narrative:
The returned device was visually inspected externally and internally for heat damage. The unit was also powered up using a new power cord. The power cord from the complaint unit was then sent back to the manufacturer for a fault analysis. Results: soot marks on the external causing were observed above the power cord inlet of the CPAP humidifier device. The power cord plug was melted where it attaches to the device. Internally there were no signs of any heat damage relating to what was observed externally. The unit started and worked with the new power cord, but there was no output from the heater plate. We have received one other complaint of this type. Conclusion: the manufacturer of the power cord concluded in an investigation report that prolonged bending of the lead had caused the failure at the plug. This prolonged bending stressed the wire strands at the crimped joint, causing them to break gradually and finally resulted in arcing that melted the copper strands as well as the pvc over-molding. It is conceivable that the intermittent contact in the power cord caused a solder joint on the power fuse to fail, which led to the heater plate malfunction. The hc604 is designed to the electrical safety standard. The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to the electrical safety standard. Our equivalent product in the us is designed to the standard, for both hc604 and power cord.